Event description:
It was reported that the device did not stop compression after switch release. During an exam with pt under compression, the unit allegedly did not stop compression. Manual release lever did not release. Two technicians were able to remove pt from the machine.